Event description:
The customer reported being hospitalized for diabetes ketoacidosis and high blood glucose of 689mg/dl. The customer stated that she was exercising prior to her admission. The customer stated that she had treated her high glucose with the insulin pump, but the high blood glucose continues. Troubleshooting was performed. The programming on the insulin pump was correct. Ran a fixed prime and high pressure test and the device passed the tests. The customer stated that she has used the abdomen primarily for eleven years. Advised the customer may have scar tissue. Recommended to check with her doctor for underlying scar tissue and rotation patterns. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.